Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple, intermittent inaccurate fill estimates after loading cartridges. There was no known impact to the customer¿s blood glucose level. The customer was currently not experiencing an inaccurate fill estimate with their cartridge. Tandem technical support discussed the different caused of inaccurate fill estimates.